Event description:
Customer reported that on (B)(6) 2012, she experienced symptoms of "weakness, shakiness and dry mouth". Customer further reported that she attempted to perform a blood glucose test using her adc meter, however; the test did not start after sample applied. Customer self treated with "food, water and 2-ibuprofen". Paramedics were called; they took the customer's blood sugar and blood pressure and transported her to a hospital where she was diagnosed with hypoglycemia. Customer also reported "doctor was working to bring her blood pressure down". Customer reportedly was treated with a new medication which was not previously prescribed. Customer did not recall the medication administered to her. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported product was received and investigated. The complaint was not confirmed and a new issue was observed. All results were within the range specification and no errors were observed during control solution testing. (B)(4).